Event description:
False negative immulite 2000 f10 (sesame seed) allergen results were generated on three patient samples. The laboratory reran the samples on a second instrument for confirmation. All repeat results were positive.there was no known report of treatment given or withheld based on the discordant.

Manufacturer narrative:
A siemens technical support specialist analyzed the immulite 2000 instrument data. Analysis of the instrument data indicates that the cause for the discordant.the instrument is performing within specifications. No further evaluation of the device is required.